Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh as implanted due to sui. (B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of indwelling ureteral double-j stent, laser lithotripsy of moderate burden of stone disease, left retrograde pyelogram and placement of left ureteral double-j stent due to left indwelling ureteral double ¿ j stent and left intra-renal stones on 07/24/2012.

Manufacturer narrative:
.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent cystoscopy with urethrolysis and mesh on (B)(6) 2013 due to erosion, infection, incontinence and pain.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.